Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a peritoneal dialysis (pd) transfer set was cracked which resulted in a fluid leak. At the time the leak was discovered, the transfer set had been in use by the pd patient for about a month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted a cracked main body of the twist clamp shown on the photographs. Due to the nature of the sample, no functional testing for leaks could be performed. Therefore, the reported condition of leaks could not be verified however, the reported condition of cracked main body of the twist clamp was verified by the photographs. The cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.